Event description:
It was reported that the patient was experiencing discomfort as the ipg would get caught on things. It was also noted that the patient was not getting an adequate pain relief and was having difficulty charging the ipg. The patient underwent a spinal cord stimulator (scs) system explant procedure.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216700; model: sc-8216-70; serial: (B)(4); batch: 15527911.